Manufacturer narrative:
Concomitant product(s). Model: 439688, lv lead; implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operative it was discovered that the patients right ventricular (rv) lead had perforated, resulting in a loss of capture. An intervention was completed and the rv lead was repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.